Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18 - user has high glucose value. Test strip (B)(4). Note: manufacturer contacted customer on 7/26/2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi. The customer's expected fasting blood glucose test result range is 350 mg/dl. Customer is aware that this is high and stated that her blood sugar has been high lately. Customer has only been using the truemetrix meter for a month. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of hi and e-5 using truemetrix meter. During the call, customer stated that she had not yet taken her insulin. The product is stored according to specification in the office. The test strip lot manufacturer's expiration date is 08/31/2019 and open vial date is 2 - 3 weeks. The meter memory was reviewed for previous test result history: (B)(6). Customer states that she has been trying to run her blood sugar and all she is getting is hi. Customer states that she has only been using the meter for a month now. Customer states she is feeling fine, she always has high blood sugar lately. Her normal glucose range is 350mg/dl fasting. Customer is aware that her result is this high and is not concerned that it is the meter. Customer states that she realizes she has not taken her insulin yet today.